Event description:
Reference number (B)(4). Event occurred in canada it was reported that patient finds that it is hard to push on the activation red button of the cannula device, especially when she has tremors no further information available

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.